Manufacturer narrative:
Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the flange has snapped off on the left side of the tube. The regulatory authority will be notified because the product fault did occur while in use with a patient and fell out while they were getting child out of the car. The product fault did not cause or contribute to patient or clinical injury because it was found very quickly and parent was able to insert tube back in quickly to maintain airway. Due to the product fault the customer team has supplied a new tube but parental anxiety has increased and not happy with current tube. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.